Manufacturer narrative:
Two of the six explanted screws become detached at the head. Both are ø7mm polyaxial screws but differ in length. It is unknown where in the construct the suspect implants were positioned. (B)(4). The returned implants are currently being evaluated. A follow-up report with results of the investigation will be submitted upon completion. The leucadia and leucadia autolok pedicle screw system is intended to help provide correction, immobilization and stabilization of spinal segments as an adjunct to fusion of the thoracic, lumbar and/or sacral space. The leucadia and leucadia autolok pedicle screw system consists of a variety of rods and screws, which can be rigidly locked into a variety of configurations, with each construct being tailor made for the individual case. Multi axial implant screws are supplied in 4.5mm, 5mm, 6mm, 7mm and 8mm diameter sizes. All sizes are able to receive 5.5mm connecting rods only. The leucadia and leucadia autolok pedicle screw system implant components are fabricated from medical grade titanium alloy ((B)(4)) conforming to (B)(4). The coronado cross connectors are available in three sizes: small (37 mm), medium (50 mm) and large (80 mm) and are fabricated from medical grade titanium alloy described by such standards as (B)(4). The leucadia autolok set consists of polyaxial screws and single-piece set screws with locking lobes intended to minimize backing out of the set screw after implantation. This system is a temporary implant system, intended to be removed after solid fusion has occurred. Implant components should not be used with components from any other system or manufacturer. As with all orthopedic implants, implant components should not be reused.

Event description:
A patient underwent revision surgery on (B)(6) 2013 to remove a leucadia pedicle screw system which was reported to be causing the patient pain. During removal, after removing the set screws and rod, the heads of two polyaxial screws became detached from the shank. The entire construct was completely removed without further incident.

Manufacturer narrative:
The investigation determined there to be an absence of a location control on the high-angle pocket features of the leucadia screw body which caused critical material needed for retention of the bone screw inside the screw body to be removed. The method by which the bone screw/ring sub-assembly is retained inside the screw body is critically controlled by the geometry of the internal profile of the screw body as well as two specialized pockets used to attain higher screw angulation. As long as the ring/bone screw sub-assembly remains larger than the opening created by these two features, the assembly will function per the design intent. When these features are analyzed at their least material condition (lmc) boundary, it can be shown there is a worst case retention of 0.0097". Complete details attached in evaluation summary.